Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - livanova reported that this lead dislodged due to vein obstruction on (B)(6) 2017. The physician tried to reposition the lead but was not successful. The patient has narrow qrs, so the physician decided not to try again. The disposition of this lead is unclear.